Event description:
Patient death involving a colleague triple channel infusion pump. The patient was to receive morphine (concentration 150mg/150ml) at 4ml/hr. The patient received the entire 150ml in 20 minutes. The patient died 6 hours later. The risk manager stated that an autopsy was not performed and the coroner was not notified by the facility. The primary or secondary causes of death were not determined by the facility. Although attempts were made by baxter quality management to obtain additional information from the reporting facility, details were not available regarding medical interventioin or set up of the device.